Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the bending section cover (a-rubber) is stretched. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the uretero-reno fiberscope exhibited that the a-rubber (bending section cover) is stretched. There were no reports of patient involvement.